Event description:
It was reported alarms occurred, customer explains that he has been trying to troubleshoot occlusion alarms for a while. But did not provide past dates. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.